Manufacturer narrative:
Product complaint # (B)(4). It was reported a patient underwent a fascia closure for an open hemicolectomy procedure an unknown date in 2019 and suture was used. It was reported that the needle broke during use. There were no fragments that fell into the patient tissue when the needle broke. There were no adverse patient consequences reported. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports (B)(6). Analysis results have been included in follow-up reports for each. Sealed boxes with twenty-four samples of product were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no needle breakage was found.

Manufacturer narrative:
Product complaint # (B)(4). A photo was returned to support investigation of multiple device issues captured in reports 2210968-2019-88987 and 2210968-2019-88988. Analysis results have been included in follow-up reports for each. A picture was returned for analysis. Upon visual inspection of the picture, two broken needles at the attachment area could be observed. However, no conclusion could be reach on how this happen at the samples were not returned for analysis.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following additional information has been requested, to date has not been received: was the initial procedure an ¿open hemicolectomy¿? When the needles broke, did any fragments fall into the patient tissue? If yes, were all the device fragments retrieved during the initial procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a fascia closure on an unknown date and suture was used. The needle broke during use. No adverse patient consequences reported. Additional information was requested.